Event description:
It was reported that the customer had an unexpected restart alarm, external ram error alarm, and a watchdog timeout alarm during normal use and at bed time. Customer stated that the battery was not changed before the alarm appeared. Customer also had a no delivery alarm in the alarm history. Pump passed self test. Customer was advised to monitor the pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.